Event description:
Boston scientific received info that during a routine implant procedure, this right atrial (ra) lead exhibited normal capture. Following the procedure, sensing was reportedly good, but was lower than expected. Ra pacing impedance measurements were in the 400s ohms, with no capture at maximum outputs. A micro-dislodgement or perforation was suspected. The pt's physician was to perform an invasive revision procedure. No adverse pt effects were reported as a result of this clinical observation. All available info indicates that the product remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. There was no implant date provided and it is unclear if the event date occurred on the implant date or after.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.